Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a battery replacement procedure (reference MDR # 1627487-2019-11934) it was found that the l4 lead had high impedance and also the lead was fractured. To address the issue patient underwent surgical intervention where the lead was replaced and therapy was restored.